Manufacturer narrative:
Additional information added to b5 and h6 (device code).

Event description:
Per additional information received, during the procedure, resistance was felt during insertion of the commander delivery system reaching the tip of the esheath+.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded, as designed. Distal tip opened, but radially torn. All score lines (axial, radial and slant) present on distal tip at intended location. Hdpe material stretching at the distal tip. Scratches noted along sheath shaft. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: esheath distal tip torn. This event falls within the scope of an open CAPA to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase. The reported event for distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in product risk assessment, and/or by other manufacturing-related factors during tecoflex trimming leading to hdpe damage being investigated in the CAPA. As evidenced by the presence of scratches on the returned esheath shaft, patient presented calcification in the access vessels. Patient factors, such as challenging anatomy (calcification), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia transcatheter heart valve, after successful deployment, once the commander delivery system reached the tip of the esheath+, a distal tip tear was observed. There was no patient injury, and the patient was stable post-procedure.